Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic because of transmitter issues. Upon interrogation, the implantable cardioverter-defibrillator was found in backup vvi mode. Investigation noted the issue was an error that occurred when the device tried to communicate with the transmitter. The device was reprogrammed back to the patient's original settings. No problems with the device-transmitter communication after the programming changes. The patient was stable.